Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned to animas on 01/23/2014: the pump serial number was added to the complaint file on 01/20/2015. Pump (B)(4) was returned to animas prior to when the serial number was added to the complaint file, and scrapped. No testing could be completed, nor were investigation results available for the complaint due to the pump¿s disposition to ¿scrap¿ prior to the filing of this serial number with a casing complaint.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter stated that the back cover of the pump was peeling. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.